Manufacturer narrative:
(B)(4). Method: two complaint opt546 cannulae were received for evaluation and were visually inspected. Results: both cannulae appeared well used. The visual inspection revealed that in both cases the tubing was torn and pulled apart near where the tube is attached to the cannula manifold. A lot check revealed no other complaints for the lot number provided. Conclusion: the most likely cause of the reported fault is the patient or caregiver pulling on the tube. The opt546 interface is used to deliver humidified oxygen to patients. The opt546 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Our user instructions that accompany the opt546 illustrate the procedure for fitting the optiflow nasal cannula to a patient and state the following: - do not crush or stretch tube. The opt546 interface is shipped to the customer fully assembled. The cannula is 100% inspected by production line staff during assembly for visual defects such as cracks, tears, inclusions, discolouration and deformation. If any are found the product is discarded.

Event description:
A hospital in (B)(6) reported that some opt546 optiflow nasal cannula were broken. No patient consequence was reported.